Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed to open. A field service engineer replaced the insep magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed.the customer reported that the malfunction occurred when user tried to issue medication to patient and there was a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.